Event description:
Calculated measurements of the left common iliac artery noted the vessel to have a diameter of twenty-two millimeters. Deployment of the largest diameter iliac leg graft was unable to provide a successful exclusion of the aneurysm, and a distal type I endoleak was viewed. In order to resolve the endoleak, a main body extension was deployed at the distal fixation site of the contralateral iliac leg graft. An angiogram performed of the device placement noted the larger diameter graft component had sealed the endoleak. No other complications were noted and the procedure was concluded.